Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The gas module and directional valve was replaced and co2 cannister o-ring was cleaned to resolve the reported issue. Customer reports no patient information available. Unique identifier: (B)(4).

Event description:
The hospital reported elevated co2 readings. There was no report of patient injury.